Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient information provided.

Event description:
It was reported that there was leaking from needleless connectors, attached to extension tubing. The leaking occurred while disconnecting the syringe. There was no patient or user harm. Although requested, no patient information was provided.